Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to a fall that resulted in the customer having seizures. The cause of death was brain bleeding resulting from the fall. The customer had the fall while wearing the pump but it was unknown if the fall was pump related. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing, as the customer was intubated. The customer was using sensors but not at the time of the event. The caller declined to return the insulin pump for analysis.